Manufacturer narrative:
The investigation confirmed that lower than expected vitros ipth results were obtained from two different patient samples and one level of a non-vitros control tested using a new ipth reagent lot when compared to ipth results obtained from the same fluids tested using the previous reagent lot on a vitros 5600 integrated system. The most likely assignable cause of the affected patient sample results was improper sample handling. Per the vitros ipth instructions for use (IFU), ¿sample stability data obtained during assay design shows the ipth recover decreases as the age of the sample exceeds 2 days.¿ the lower than expected vitros ipth results obtained from the testing of the affected samples using reagent lot 0640 was most likely due to ipth fragmentation in the affected samples. Based on vitros and non-vitros quality control results, there was no indication the vitros 5600 integrated system or vitros ipths reagent lot 0640 malfunctioned. In addition, a lower than expected vitros ipth result was obtained from one level of a non-vitros control when tested with vitros ipth reagent lot 0630 on a vitros 5600 integrated system. The most likely assignable cause is fluid related or due to pre-analytical sample mix up. Acceptable quality control results were obtained prior to, and after the event using the same reagent pack. Therefore, a reagent related event did not likely contribute to the event. However, an unknown instrument related issue cannot be ruled out as a contributing to the event.

Event description:
The customer complained that lower than expected vitros ipth results were obtained from two different patient samples using a new ipth reagent lot when compared to vitros ipth results obtained on a vitros 5600 integrated system. Sample 1 lot 640 result 45 pg/ml vs. Lot 0630 result: 69 pg/ml. Sample 2 lot 640 result 102 pg/ml vs. Lot 0630 result: 148 pg/ml. In addition, the customer obtained a lower than expected vitros ipth result on one level of non-vitros control using vitros ipth reagent lot 0630 on a vitros 5600 integrated system. Control l3 lot 0630 result: <3.4 pg/ml vs. The expected result of 585.2 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected patient results were not reported outside of the laboratory. There were no reported allegations of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).